Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device battery was not holding a charge. As a result, the patient experienced shortness of breath and had fallen. The patient was sent to the hospital and was admitted for 2-3 hours, where they were given oxygen to stabilize. Patient was discharged and received a replacement device. Patient is doing fine now.